Event description:
During the esophagogastroduodenoscopy (egd), doctor attached the bravo device to the esophagus without difficulty, however the device would not deploy from the delivery system. A second bravo placement was attempted with same results. The bravo was attached to the esophagus, but unable to deploy the device from the delivery system. Doctor did not attempt a third bravo placement.